Event description:
Follow up with the clinic indicated that the patient was seen at their own request to discuss removing the pacer leads. However, the patient decided against removal of the system at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that mycarelink heart application setup and use issues occurred when the patient's spouse relayed that the clinic stated only one of the three "wires" was working and that the clinic was not receiving the transmission. The application reportedly displayed an outdated transmission date (showing a prior ¿november¿ date), and the title/messages date did not update despite a successful transmission. Transmission status was checked, the patient was asked to send a transmission, and the transmission was successfully received. The phone was restarted and pending updates were checked, but the application display reportedly still did not update. The patient management database confirmed that the remote monitor send a successful manual transmission since the date of the call. The leads remain in use. No patient complications have been reported as a result of this event.